Manufacturer narrative:
Based on the claim against the product by the customer noting an error 319 on the usm 1, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer-reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable event due to the following conclusion: a usm 1 was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted inguinal hernia-unilateral surgical procedure, an intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted regarding a non-recoverable error and universal surgical manipulator (usm) 1 seems to be off. The isi tse reviewed live logs and identified error 319 pointing to a node not present, node name axes controller, carriage logic (accp on armnet 1. The isi tse guided the caller through a hard power cycle and the emergency power off (epo), but the issue persisted. The isi tse instructed isi clinical territory associate (cta) to disable the usm 1 and use the system with 3 arms. The isi cta was able to disable arm 1 and the surgeon agreed to proceed with the surgery. The procedure was completed as planned with no patient harm and with a delay of less than 15 minutes. Isi contacted the site/reporter and obtained the following additional information regarding this event: the problem with arm 1 persisted during another procedure. No further information has been provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/ confirmed the customer reported complaint. Usm was tested on an in-house system in normal mode were failed for 319 / 1126 ac_3e. Usm was also tested on psc fixture test platform (pftp) where it failed the fiber test for the rolling loop. Golden rolling loop fiber cable was installed, and the fiber test passed on retry. As a fix the rolling loop fiber assembly will be replaced. The probable root cause is attributed to component failure.